Event description:
It was reported that blade detachment occurred. The target lesion, exhibiting approximately 95% stenosis, was located within a moderately tortuous, non-calcified cephalic vein. Vascular access was obtained via puncture of the left cephalic vein at the level of the elbow, directed toward the peripheral vasculature. A 0.018-inch guidewire was advanced, over which a 6.0 mm x 20 mm x 50 cm over-the-wire (otw) peripheral cutting balloon (pcb) was delivered to the lesion site. Angiographic assessment identified two discrete stenotic segments, each demonstrating approximately 95% luminal narrowing and characterized by significant rigidity. Both lesions were dilated twice using the pcb at 10 atm, for a total of four inflations. Following initial dilation, adjunctive post-dilation was performed using a 7.0 x 40 mm non-boston scientific balloon catheter, achieving satisfactory luminal expansion with no residual significant stenosis. Upon withdrawal and inspection of the pcb device, it was noted that one of the four cutting blades was missing. No abnormal resistance or difficulty was encountered during device retrieval; however, examination of the introducer sheath revealed a linear vertical cut consistent with blade contact. Immediate evaluation, including angiography, fluoroscopic imaging from the forearm to the brachiocephalic vein, and computed tomography (CT), failed to identify the missing blade fragment. The retrieved device, noted to be missing one blade, has been secured. The procedure was completed without complication. The patient remained stable throughout, and no adverse events were observed as a result of this event.